Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a routine follow-up, shock impedance measurements were 0 ohms in triad configuration and 22 ohms in dual configuration. It was indicated the shock impedance measurements had been low since implant. Boston scientific technical services (ts) reviewed the available information and indicated there was a risk for therapy not being effective and the potential for device damage following delivery of a shock. All other diagnostics were appropriate. Ts recommended providing a low energy shock to test the system. It was suspected the device may have migrated. After thorough testing it was determined there was no structural problem. The device was explanted and replaced and the shock impedance measurements returned to an appropriate measurement. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Review of the device memory noted that no fault codes had occurred. Review of the shock lead impedance measurements noted that for three days the shock lead impedances were 19o, 22o and 25o. The rest of the measurements either noted lead impedance less than minimum or 0-1 ohms. Testing confirms that the shock impedance measurements were abnormally low. The pacing lead impedance measurements at room temperature were within tolerance. Further testing found that when the device was warmed, the pacing lead impedance measurements were less than 200o with a 500o load attached. It was confirmed that the exciter pulse that was used to measure lead impedances was abnormal. The two capacitors that are part of the exciter pulse circuit were mechanically removed and both tested. The two capacitors were re-attached and the exciter pulse was then found to be normal. Attempts to reproduce the issue with temperature cycling were unsuccessful. The problem went away during analysis and could not be reproduced. The cause of the low lead impedance measurements could not be ascertained.